Manufacturer narrative:
Event year reported as 2019, exact date of postoperative plate breakage is unknown. Part 413.334s, lot l647763: manufacturing site: (B)(4). Release to warehouse date: november 14, 2017. Expiry date: november 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was completed: the locking screw was received with stripped threads at the four (4) most proximal threads on the threaded screw shaft. No other issues were identified with the returned components of the device. The concomitant screw implants were returned without an alleged complaint condition. Upon visual inspection, there is no evidence that these devices contributed to the complaint condition. The dimensional inspection showed the device was conforming. The relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The locking screw was initially returned as a concomitant device without an alleged complaint condition. Upon visual inspection, it was observed that the threads were stripped, which potentially contributes to the complaint condition. While no definitive root cause could be established, stripped threads could cause the plate to be incorrectly locked to the plate (not properly torqued) and cause the plate to break. The screw could also have been stripped during implantation/explanation. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that a locking compression plate (lcp) medial proximal tibial plate was noticed to have ruptured on (B)(6) 2019. The patient was initially implanted on (B)(6) 2019, due to a pathological fracture of non-hodgkin (nh) bone lymphoma. There is no information about the revision surgery as of this time. Concomitant device reported: locking screw (part # 413.365, lot # l640914, quantity # 1); locking screw (part # 413.360, lot # l718993, quantity # 1); locking screw (part # 413.344, lot # l628812, quantity # 1); locking screw (part # 413.344, lot # l028498, quantity# 1); locking screw (part # 413.330, lot # l015897, quantity # 1); locking screw (part # 413.328, lot # l758067, quantity # 1); locking screw (part # 413.326, lot # l136074, quantity #1); locking screw (part # 413.324, lot # l422632, quantity# 1) when the devices were being investigated by the manufacture it was noted that two of the locking screws were stripped. This report is for a locking screw. This is report 3 of 3 for (B)(4).